Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord melted. There was no physical damage on the communicator. The company representative opted to replace a new power cord. This communicator remains in service. No adverse patient effects were reported.